Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was observe to be inaccurate after loading a cartridge with 300 units of insulin. Reportedly, the insulin gauge displayed 105 units. In addition, the customer observed an air bubble in the infusion set tubing. The air bubble was not present at the time of the report. The customer's blood glucose level was not impacted. The customer declined to reload the cartridge at the time of the report.